Event description:
With lift at bottom of travel, caregiver began to lift pt up. Approx 3" up, the lift dropped to bottom of travel. Lift taken out of service and examined by maintenance staff. Motor would run when turned on, but drive shaft failed to turn. Pt was uninjured. One person involved.